Manufacturer narrative:
Hemoptysis is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the (B)(6) study (ide clinical study used to support PMA p180002's approval), 8.6% of the zephyr valve subjects experienced a hemoptysis event during the treatment period (less than or equal to 45 days). 9.8% of the zephyr valve subjects experienced a hemoptysis event during the longer-term period from 45 days after the study procedure through 12 months post-procedure. None of the hemoptysis events reached the threshold of "massive hemoptysis" per the definition of greater than 200 ml blood loss in less than 24 hours. The zephyr ebv system IFU and pulmonx training program both specifically reference hemoptysis as a known, potential side effect of this procedure and provide guidelines for monitoring. The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.

Event description:
A patient in the (B)(6) had a bronchoscopic lung volume reduction procedure and was treated under regular care ((B)(6) registry) on (B)(6) 2018 with 3 zephyr endobronchial valves (one 5.5 ebv in lb1/2; one 5.5 ebv in lb3, one 5.5 ebv in lb4/5) after conforming no collateral ventilation in the left upper lobe (lul). On follow-up she initially showed clinical improvements in pulmonary function test (pft) and target lobe volume reduction (tlvr) (partial). One year after treatment on (B)(6) 2019, the patient developed a massive hemoptysis. In a resuscitation setting she was transported to a nearby hospital and intubated. The local pulmonologist cleared out the blood from the right lung to secure airway passage and ventilation, and with a mobile ICU transport the patient was transported to the treating physician's hospital. A bronchoscopy was performed and showed a fully occluded left lung with blood and some blood in the right lung. After cleaning out, a large organized blood clot was visible in the upper division of the lul. A CT angio revealed no aberrant bronchial arteries or ap involvement. The clot was removed showing patent ebvs in lb3 and lb4/5, with surrounding granulation tissue with clots coming from the ebv in lb1/2, also embedded in granulation tissue. The physician decided to remove the ebv located in the lb1/2, and put the patient on high dose steroids and broad spectrum antibiotics. Overnight she stayed intubated, with a blocking balloon in place in case of bleeding reoccurrence. The next morning the patient was stable, and a rebronchoscopy showed an organized clot in lb1/2, after which she was extubated. She quickly recovered over the next few days, and was discharged from the hospital on (B)(6) 2019 (10 days after the initial event). The physician is planning to remove the remaining two ebvs electively in (B)(6) 2019.